Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a power issue. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with oral medication. Approximately 3 days ago, the subject meter had a battery indicator message, and eventually did not power on any more. The patient reportedly took her usual medication of glucophage after the product issue began. 1-2 days later, the patient claimed she had symptoms described as ¿can¿t breathe, headache, jittery, and shaky.¿ there was no report of any required treatment at the time of concern. During troubleshooting, the power issue was resolved with training. The subject meter powered on with the power button and the insertion of the test strip. There was no product misuse. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia 1-2 days after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.